Event description:
It was reported that difficult to remove, shaft break, balloon and atherotomes detached. A 15 x 2.50 mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci) of a calcified left anterior descending (lad). Following the initial inflation, the balloon could not be withdrawn and became stuck. Multiple maneuvers were attempted, including gentle advancement and repeated inflation and deflation balloon. Ultimately, the balloon shaft broke. A trapping technique was used to retrieve the remaining shaft; however, the balloon and atherotomes were not recovered. The procedure was completed using an alternative device and no patient complications occurred.

Event description:
It was reported that difficult to remove, shaft break, balloon and atherotomes detached. A 15 x 2.50 mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci) of a calcified left anterior descending (lad). Following the initial inflation, the balloon could not be withdrawn and became stuck. Multiple maneuvers were attempted, including gentle advancement and inflation and deflation of the balloon. Ultimately, the balloon shaft broke. A trapping technique was used to retrieve the remaining shaft; however, the balloon and atherotomes were not recovered. The procedure was completed using an alternative device and no patient complications occurred. It was further reported that the target lesion was located in the severely calcified and moderately tortuous lad. The physician very quickly deflated the balloon. A trapping technique was used to retrieve the remaining shaft and the balloon together with the guide catheter. The procedure was completed using a nc balloon and stent. The patient remained in good condition post procedure.

Manufacturer narrative:
B5: description of event or problem updated. D9: device available for evaluation and returned to manufacturer date fields updated.